Event description:
The customer contacted philips healthcare to report a CPR timer issue noted on retrospective review of data. After a "no shock advised" shock advisory, there was an AED analysis of the waveform by the device for approximately 4 minutes until the users switched to a different defibrillator. During that four minutes chest compressions continued to be delivered. Two subsequent shocks were delivered with the second defibrillator used. The patient is deceased.

Manufacturer narrative:
(B)(4). The specific event summary for this case was not available for review. The event details provided are consistent with a software defect that occurs only when using an mrx defibrillator in AED mode with a q-CPR (meter) with a poor pads condition. There was no report of failed operational checks. The paramedics reported that care of the involved patient was after transfer of care to hospital emergency department personnel. The customer was unable to state whether the device behavior impacted the patient outcome. As this issue was identified on a retrospective review of data, and because there was no failed operational test the device remained in use at the customer site. This is a software defect that occurs only when using a mrx defibrillator in AED mode with a q-CPR (meter) with a poor pads condition. No further communication was requested and none is warranted.